Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that atrail threshold had alert. Threshold today 2.7 and 3v and 1ms so currently programmed to 5v. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).